Manufacturer narrative:
Insulin pump passed displacement test and self test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error motor arm cannot communicate with the main arm and critical block and inverse critical block. Customer's blood glucose level was unknown. The device will not be returned for analysis.